Event description:
It was reported that during a roux-en-y procedure, there were unformed staples t the distal staple line. The firing was on the small bowel using a white reload. The staple line had to be over sewn by the surgeon. There were no adverse consequences for the patient. The device was disposed.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Additional information provided: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Approx 3-5. Which stroke did the event occur? Last. What color cartridge was being used? White. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? None. Was the instrument fired across or near an existing staple line or clip? None. Were any unexpected noises heard? If so, when? None. Were any of the forces higher or lower than expected (closing, firing, or opening)? Same force to fire per surgeon. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unsure. Was there any difficulty removing the device from the tissue? No.